Event description:
It was reported that "case was a removal of an imhf. Shell went in and dr. Attempted to put first poly insert into cup and would not lock down. Went with a new insert, but when he was trying to implant the second insert, he used the impactor, it broke through the acetabular wall, so he explanted the shell and the second insert. Had to go with a bigger shell and insert at that time."

Manufacturer narrative:
An evaluation of the device cannot be performed, as it was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.